Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, during the 2 week visit, the patient complained of skin redness and serous discharge at skin closure on the back. The surgeon applied a dressing and prescribed oral antibiotics. The case resolved. The event stated, "excision of lipoma (back)", however it is unclear at this time what is meant by that statement. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. The initial event stated ¿if other, describe --> excision of lipoma (back)¿. Please provide further details on what this means. Is excision of lipoma (back) the initial procedure? Please explain did the patient develop a lipoma after the initial procedure and required an excison? Did the patient have an infection? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
Product complaint (B)(4). His is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, h6 health effect - clinical code additional information: b7 additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure ans: hcp only reveal patient is chinese age 70 and female date and name of index surgical procedure? Ans: approximately 15 aug 2024 (surgeon didn¿t give exact time) the diagnosis and indication for the index surgical procedure? Ans: removal of a benign lipoma at the back of patient¿s body what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Ans: open on what tissue was the suture used? Ans: skin what was the tissue condition (normal, thin, calcified, fragile, diseased)? Ans: normal how was the suture placed (interrupted or continuous)? Ans: surgeon did not respond when contacted how was the suture originally tied (multiple knots, square knot, etc.)? Ans: surgeon did not respond when contacted. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Ans: skin redness and serous discharge at skin closure (back). Please provide the onset date/time of the reaction from the initial procedure. Ans: patient complained at 2 weeks post-op visit please describe any medical intervention required to treat the patient condition including medication name and results. Ans: surgeon applied dressing and prescribed oral antibiotics. The initial event stated ¿if other, describe --> excision of lipoma (back)¿. Please provide further details on what this means. Ans: removal of a benign lipoma at the back of patient¿s body is excision of lipoma (back) the initial procedure? Please explain ans: yes did the patient develop a lipoma after the initial procedure and required an excison? Ans: no did the patient have an infection? Ans: surgeon assumed yes did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Ans: surgeon prescribed oral antibiotics after getting this complaint 2 weeks post-op. Pre and intra unknown. Were cultures performed? If so, please provide the results. Ans: no how much and what type of drainage is present in this wound? Ans: not mentioned by surgeon. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Ans: no does the patient have a known allergic history to any medical devices, food and/or medication? Ans: not explored by surgeon. Was allergy testing performed? If so, please describe with results. Ans: no are there any photos available? Ans: no did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Ans: no other relevant patient history/concomitant medications? Ans: not explored by surgeon what is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: he assumed patient has sensitivity towards triclosan because he started using monocryl plus only in this hospital (he has been in current hospital for one year) what is the patient's current status? Ans: resolved lot number? Ans: operation theatre staffs could not locate as the case was done last year and many boxes had come and went. The surgeon responded saying he used continuous suturing method for all his clean wound subcuticular closure.